Event description:
It was reported that the patient had issues with efficacy of their therapy. It was stated that the device and lead were losing efficacy and the patient was concerned it was a fractured lead. The patient claimed that only two of the ten programs were giving them effective therapy at the time of report. It was noted that there was no injury to the patient and they were scheduled to have the system explanted and a new lead and implantable neurostimulator (ins) implanted if the system continued to have issues. It was stated that the patient was due for a new ins soon regardless of the lead issue. No outcome or interventions were reported related to this event. Follow-up is being done to obtain this information and a supplemental report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v536705, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v536705, implanted: (B)(6) 2012, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported a lead fracture. The rep noted the lead was replaced with a new lead and the issue was resolved at the time of the report. The reported lead fractured impedances were all over 4000 and a new lead was placed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v536705, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot# v536705, implanted: (B)(6) 2012, product type lead. (B)(4).